Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6); 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. Unrelated to the complaint, the display screen was found to be dim with a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.